Event description:
During a laparoscopic single puncture tubal ligature procedure, karl storz bipolar instruments were allegedly used. Doctor tried 3 instruments and claimed they were only burning on one side; 4th set did not work at all. Procedure was not completed and it was necessary for the pt to reschedule